Event description:
The customer reported the fluoro dose is out of specifications. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the output dosage and performed an ma limit calibration. System operates as intended. (B)(4).